Event description:
The patient was being treated for an acute stroke. The device was partially fractured outside of the patient during manual aspiration. The physician said he thought he may have pulled too hard. The case was successfully completed with no delay or patient injury.

Manufacturer narrative:
Device investigation: results: there is a break in the proximal shaft of the catheter 26.5 cm from the hub-shaft joint. The catheter is non-functional. The damage noted in the complaint is confirmed. The break point is in the middle of a continuous extrusion of polymer and not a bond. The physician commented that he thought he may have pulled too hard on the catheter. Based on this observation and the break location, the break is likely the result of force placed on the catheter during use in excess of the tensile strength of the material. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.